Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although we can presume that it was infacol (simethicone) and remained remained in the tube because the cleaning method provided by olympus does not include removal of simethicone from tube. The event can be detected/prevented by handling device as per the following instructions for use: operation manual instructs to feed nothing other than sterile water in water container. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the air/water tube has foreign material. This complaint is most likely the result of customer mishandling. During testing and inspection, the customer¿s complaint (no image) was not confirmed. During inspection and testing the following was also found: air/water cylinder and scope cylinder was discolored. The scope communication error b30 occurs due to corrosion on the plug unit. The outside shield unit had corrosion due to water leakage. The scope connector case unit had corrosion due to water leakage. The circuit board unit in the scope connector and plug unit had corrosion due to water leakage. Due to a scratch on connection cover, the insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, the bending angle in down direction did not meet the standard value. The light guide lens had a crack. The adhesive on the bending section cover was uneven and the universal cord was buckling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that they discovered no image on the device. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the air/water tube has foreign material. This report is being submitted for the malfunction found during evaluation (foreign material).